Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the distal end cap cover had a dent, and the light guide lens and the adhesive on the bending section rubber was cracked. However, these defects alone are not considered severe enough to cause a potential adverse event. Multiple attempts were made to obtain additional information including the user culture results and device reprocessing information but were unsuccessful. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, no organisms were detected. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained indicated there were no hygiene relevant germs found. The subject device is currently in the evaluation process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope was contaminated with gram-positive rods (bacillus species) colonization of the working channel after multiple cleanings. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.